Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that one lead and one anchor were fractured causing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg has been explanted and replaced to address the issue. It is unknown which lead and anchor were fractured.

Manufacturer narrative:
Correction: b5 - the lead and anchor were explanted and replaced, not the ipg. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102173. Additional components potentially involved in the event include: common device name: scs anchor, model: 1192, UDI: (B)(4), batch: 7605934. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead and anchor were explanted and replaced on (B)(6) 2025, not the ipg.